Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What was the indication for surgery? Did the patient undergo preoperative radiation or chemo therapy? Was the device difficult to close? What troubleshooting steps were taken to open the device? What color cartridge was used? What is the surgeon¿s experience with device? During the 2nd firing with pse45a, was a new cartridge used or attempted to fire with first cartridge again? With the contour device, was the closing trigger or firing trigger broken? Was the transection of colon attempted to be completed with one or multiple firings of contour? How was the procedure completed? What is the current patient status?

Event description:
It was reported that during a laparoscopic rectosigmoidectomy and deep endometriosis procedure, the surgeon reported that he made the assembly and the choice of the correct load for the manipulated tissue and that at the moment of firing of the endostapler the blade advanced little afterwards locking. The surgeon triggered the reverse button and as the blade did not return he had to trigger the safety system for manual return and opening the jaw of the stapler. It was requested a new endostapler and the same problem occurred. The surgeon reported that he had to make a pfannenstiel incision exposing the part and requested a curved staple cutter contour cs40g and that it also showed defect at the moment of the firing by breaking the safety lock and the trigger.